Manufacturer narrative:
Patient age and weight were not made available as the site declined to provide patient information other than gender, per (B)(6) privacy laws. Return requested for the suspect monitor. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported the site is currently using a back-up computer, and the navigation system is functioning properly. No further issues have been reported.

Manufacturer narrative:
The site is currently running a backup loaner computer provided by medtronic. System is functioning normally with the backup computer.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it ssolution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine re-operation for scoliosis of th1-c3, replacement of the pedicle screw in the l2-3 was performed. A hook was already in the th2-3. Insertion of a pedicle screw was then planned for the th1, using navi (CT spine). Upon completion of the th1 registration, the screen monitor unexpectedly went blank and there was a message of: no input signal. Connection of the cable behind the monitor was checked, and the connection with the device system was unplugged and then re-plugged. The lateral and the front panels were opened in order to re-check the connection with the computer. The power source cable was replaced with a back-up cable. A re-start of the system was performed, several times, however, the issue was not resolved. There was a 10 minute delay in surgery to trouble-shoot. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.